Event description:
It was reported that the patient had his device disabled at one point due to unknown reason and later had his device explanted since he was no longer using it. Information from the surgeon's office indicates that the device was explanted due to the patient no longer needing it since his seizures are gone due to his tumor resection surgery approximately 4 years prior. The patient was reported to have become seizure-free due to the tumor resection surgery. It was unknown when the resection surgery occurred in relation to the device disablement. It is unknown for the cause of the device disablement. The device has not been returned for analysis. Good faith attempts to obtain additional information have been unsuccessful to date.